Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Some physical damaged was found on both front corners of top case. Check syringe plunger sensor was found in pump event history log. Reported problem was able to be duplicated during power up test. Flippers were found intermittently stuck when plunger lever was pressed. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced left plunger case and perform maintenance.

Event description:
It was reported that the device was presenting with check syringe plunger error. No patient injury was reported.